Event description:
Caller reported false negative urine hcg results vs. Competitor's kit and serum hcg results on one patient. Customer did a comparison with a competitor's kit which gave "correct" results. One patient had a serum quant of over 300,000miu/ml.

Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg100113-01; 100miu/ml hcg urine control lot: hcg100513-01; 228.6iu/ml hcg urine control lot: hcg100420-02; 500iu/ml hcg buffer control lot: hcg100305-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minute read time. (N=3). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 228.6iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=2). The 500iu/ml hcg buffer control yielded clearly positive results at 3 minute read time. (N=2). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Control: 25miu/ml hcg urine control lot: hcg100727-01; 100miu/ml hcg urine control lot: hcg100513-01; 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the return devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). The 237.6iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from return testing with in-house control, the client's result was not replicated, and the product performed as expected. No corrective action required at this time as no product deficiency was established.